Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left hemicolectomy, the hospital reported that the stapler didn't work properly. The doctor had to use a new one to complete the surgery. There were no adverse consequences to the patient. (B)(6).